Event description:
The customer contact reported the pt rec'd less medication than intended. On (B)(6) 2012 at an unspecified time the device was programmed to deliver an unspecified concentration of milrinone, at a rate of 5.4ml/hr, with a vtbi (volume to be infused) of 555ml, and the delivery was started. The customer contact reported the duration of the delivery was either 3 or 4 days. No further programming parameters were provided. On (B)(6) 2012 at an unspecified time, the customer contact reported the pt returned the device to the user facility and the solution container was reported as almost full. It was reported the device display indicated 537ml was delivered; however, the customer contact reported the pt rec'd 165ml of the medication. At that time, the pt reported feeling fatigued and indicated that the pt's blood pressure was low. No specific blood pressure value was provided. The device was removed from clinical service. It was reported that the pt was admitted to an unspecified hospital due to receiving less medication than intended. On (B)(6) 2012, the customer contact reported the pt was stable; however, remains hospitalized. During testing at the user facility, the customer contact reported the device delivered less than expected. Though requested, no add'l info was provided including discharge info.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicated on (B)(6) 2012 at 1100, the device was programmed to deliver for continuous only in ml, at a rate of 5.4ml/hr, a 555ml vtbi (volume to be infused), a 0ml/hr kvo (keep vein open) rate, and a 555ml container size. The history indicates the device continued in use at the programmed settings until (B)(6) 2012, between 0901 and 0902, and empty container alarm occurred and a new container was indicated. At 0903, the delivery was started. A new date stamp of (B)(6) 2012 occurred. Between 1226 and 1228, a check cassette alarm occurred and a cassette inserted is indicated. New date stamps of (B)(6) 2012 occurred. At 1002, the delivery was stopped and started. A new date stamp of (B)(6) 2012 occurred. Between 0308 and 0310, the delivery was stopped and started. Between 1249 and 1253, the delivery was stopped, the device was powered off. A review of the device history indicated the device delivered as programmed. This report represents all the info known by the rptr upon query by hospira personnel.